Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted during fill tubing and the buttons are sometimes unresponsive. The customer¿s blood glucose was unknown. The customer received low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened button dome switch and no unlocked lcd keypad connector was noted during visual inspection. We were unable to perform all functional testing including the displacement, operating currents, a21 error, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify the a33 alarm, prime/fill anomaly or low battery alert due to the buttons not responding. .